Manufacturer narrative:
D4: subsequent to the previous report the lot number was provided. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional perclose proglide device with the reported failure, was filed under a separate medwatch manufacturer report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via an 8fr sheath, after an ablation procedure. Reportedly, one proglide was successfully used; however, a second device was required. When removing the plunger of the second proglide device, a suture break occurred. An additional proglide device was used and hemostasis was achieved with two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.